Event description:
According to the reporter: the client reports that the device was frayed.

Manufacturer narrative:
(B) (4). (B) (4). This device is (B) (4) marked, but not sold in the united states.